Event description:
It was reported that the patient experienced ineffective therapy. Reprogramming did not resolve the issue. As a result, surgical intervention was undertaken wherein the patient's ipg was explanted and replaced with a non-abbott ipg. The date of explant is unknown.